Event description:
An endeavor sprint rx drug-eluting coronary stent system was intended to treat a lesion in a pt. It was reported that the stent would not cross the lesion and, on removal from the pt, the stent struts were deformed. The target lesion was located in the rca and exhibited 85% stenosis with excessive tortuosity and moderate calcification. The lesion was pre-dilated once the 14 atms. It was confirmed that 80% stenosis remained post pre dilation. The stent was inspected prior to use with no issues noted. The pt was reported to be stable post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4) other (stent deformed during procedure). Eval, results: (failure to deliver stent). (80% stenosis post pre-dilatation, excessive tortuosity, moderate calcification). Conclusions: (80% stenosis post pre-dilatation, excessive tortuosity, moderate calcification). Eval summary: the device was returned to medtronic for eval. The stent was positioned between the inner shaft markers and the balloon pillows. The eighth and ninth proximal stent segments were lifted off the balloon and deformed and the twelfth proximal segment was raised and deformed.